Event description:
Customer reported imprecision on patient results. Co2 reported as >40 mmol/l, repeated on another analyzer and was reported as 29 mmol/l. Customer reports having several calibration alarms on day of event. Results were not used to treat patient. Roche field service representative found analyzer was dispensing too much detergent and thermometer was not correct. Detergent dispense was adjusted and thermometer was replaced.